Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 56-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support in the cath lab. When the patient was transferred to the ICU, the automated impella controller (aic) developed a purge failure error. The team exchanged the aic for another aic. There was no harm to the patient.

Manufacturer narrative:
D9 device returned to manufacturer date added d2 common device name revised on manufacturer device report 1220648-2023-03060 in accordance with updated procedures. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2023-03060. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03060. G1 reporting contact email revised on manufacturer device report 1220648-2023-03060 in accordance with updated procedures.